Event description:
Healthcare professional reported right side rupture confirmed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to a.2. Date of birth: 1978. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: ¿ brown particles on the surface of the shell. No further actions are required as the device was implanted.